Event description:
Received information stating pt accidently filled his tubing while still connected to pump.

Manufacturer narrative:
T:slim user guide indicates: never fill your tubing while your infusion set is connected to your body.